Manufacturer narrative:
The insulin pump alarmed during basic test due to loose protruded drive support disk; unable to perform basic occlusion, prime, the excessive no delivery test due to a33 alarm. The insulin pump passed self-test, a21 test and all operating currents were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap popped out. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.